Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported the system intermittently did not x-ray. No pt injury was reported.